Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: a3: patient sex b4: date of this report b5: describe event or problem d9: device available for evaluation change ¿no' to 'yes' g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® tapered implant (bopt5411) and cover screw were returned for investigation. The reported event occurred at implant level and there was no allegation against the cover screw. Therefore, this investigation was conducted only on the implant. Visual evaluation of the as returned implant identified bone residue around the external threads due to usage. The device had no apparent signs of malfunction. Device history record (DHR) review for the lot (2019110806) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019110806) and no similar event or complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical condition were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported that the vestibular lamina of the bone fractured at tooth site 16 due to poor bone quality, primary stability has not been achieved. Patient has been rescheduled for new implant placement.